Manufacturer narrative:
The investigation determined that both higher and lower than expected vitros total b-hcg ii results were obtained from two different levels of non-vitros biorad control fluids processed on a vitros 5600 integrated system. The most likely assignable cause is instrument related. Although a pre-service within-run vitros tsh precision test met performance guidelines, multiple products and qc fluids were affected. In addition the historical qc results indicated poor within laboratory precision. Service of the instrument included replacement of the reagent metering proboscis which was found to have deteriorated and replacement of the signal reagent dispense and aspirate probes. Following service acceptable qc results were obtained and the customer accepted the instrument back into operation.

Event description:
The investigation has determined that both lower and higher than expected vitros bhcg results were obtained when processing two different non-vitros biorad quality control fluids on a vitros 5600 integrated system. Vitros total bhcg ii level 1, lot 40961 results 8.33, 9.00, 9.32, 8.61, 8.76, 8.63, 8.79 and 8.98 miu/ml versus the pack insert mean of 5.29 miu/ml. Vitros total bhcg ii level 3, lot 40923 results 287.1, 361.84, 2.39, 12.03, 288.86, 290.37 and 378.97 miu/ml versus the pack insert mean of 508 miu/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros bhcg qc fluid results were from non-patient fluids and so were not reported from the laboratory. However, the investigation could not conclude patient samples were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).